Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No testing has been performed as the resolution was confirmed on-site. No parts have been returned to the manufacturer for evaluation. Resolution confirmed on call.

Event description:
A site representative reported that, while outside of a procedure the imaging system batteries were not holding a charge. The system was beeping during transit, after having been fully charged overnight. The representative waited 10 minutes and tried rebooting without resolution. The site was able to repair the system by replacing fuses, which had blown. It was reported that the room the system was located in tripped a breaker at the same time the fuses were blown. There was no patient present when this issue was observed. No additional information provided.